Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient¿s spo2 lowered so the unit was checked and confirmed that a pressure hose had not been connected. The nurse reported that an alarm did not occur. The patient had a diagnosis of tuberculosis. It was stated that no medical intervention except for replacing unit was reported. The patient's condition was already improved and has used another unit. The unit was checked by the medical engineer and found that the event logs did record the event. The investigation is ongoing.

Manufacturer narrative:
Philips sales representative visited the customer site and confirmed that the device was not forwarded to a philips service center because the reported phenomenon was already resolved in the hospital. It was confirmed that patient was connected to non-invasive s/t (spontaneous with timed backup) mode of non-invasive ventilation and fio2 (fraction of inspired oxygen) was set to 80%. However, customer confirms that cause of the issue was not device failure. The customer refuse to provide additional information on the resolution. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.